Event description:
It has been reported to philips that the device has a ¿monitor hanging issue.¿ there was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an intermittent issue with monitor display. Upon troubleshooting, fse found that the issue was in console room data and fse has reset the 5v signal cable. After reset, the system was returned to use in good working order. The codes were updated based on the investigation outcome.